Event description:
It is reported that the tibial plate was implanted in 2006. The device was revised in 2007, due to loosening. During revision surgery, the screwdriver broke, prolonging surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.